Manufacturer narrative:
(B)(4). The driver was returned for evaluation. Visual and optical examination confirms approximately 3mm portion of the tip has been broken off, consistent with interface during usage. Fracture surface analysis reveals a fairly flat, brittle fracture surface with circular material flow and plastic deformation at tip interface, consistent with torsional overload. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent a lumbar posterior fusion spinal surgical procedure at l4-5. It was reported that the distal tip of the screwdriver broke off during insertion. No patient complications were reported.